Manufacturer narrative:
One falsely elevated troponin (tnih) test result was obtained from an atellica im 1300 analyzer. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse found that the analyzer produced an uneven test result with a signal shape error. The cse found that air was being introduced into the acid line through a leak in a fitting. The cse replaced the fitting on the acid line, resolving the problem. The cse ran an autocheck and quality control materials with acceptable results. The cause of the falsely elevated tnih test result was a leak in the acid line. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
One falsely elevated troponin (tnih) test result was obtained from an atellica im 1300 analyzer. The laboratory staff noticed that the result was inconsistent with relative light units (rlu) of 5,000,000 versus 2,500 and stopped the release of the test result to a physician. The same sample was repeated on an alternate atellica im 1300 analyzer. The repeat result was lower, considered correct and released to a physician. There are no known reports of patient intervention or adverse health consequences due to the event.